Manufacturer narrative:
Date of event is approximated, as exact date is unknown.

Event description:
It was reported that an embolization occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure without complications. The la pressure at the time of implant was 10mmhg. The closure device was bout 16-21% compressed and the release criteria were met. A 24mm watchman laa closure device was implanted. Approximately, 1 year and 7 weeks post-implant, patient presented with unilateral sided weakness for which a transient ischemic attack was diagnosed. A transesophageal echocardiogram was performed, and revealed the device had embolized to the left atrium. The physician is planning to snare the device out at a future date. The patient is stable and did not sustain any neurological deficits.